Event description:
A report was received that the patient was explanted due to infection at the pocket site. The patient's pocket site was red, pus looking, and swollen. The patient was given ancef, rocephin IV, vancomiacin IV, and septra.

Manufacturer narrative:
The devices involved in the complaint were not returned to bsn, as they were discarded by the medical facility.